Manufacturer narrative:
The device was not returned; therefore a physical investigation could not be performed. A review of the lhr (lot f1411802) indicated that the device lot met all established performance criteria prior to shipment. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in pts with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
The following info was reported: balloon lost pressure and pulled through the sheath. When shuttling the green shuttle knob down, everything came out. Converted to 20 minutes of manual compression. The pt was hospitalized for reasons unrelated to the mynx device/mynx procedure. Stick location: mid femoral. Vessel size: 5 mm. Procedure: peripheral.